Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented in clinic, upon device interrogation intermittent undersensing of ventricular tachycardia and ventricular fibrillation was observed. Programming changes were made. Patient was stable throughout and will continue to be monitored.